Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device noticed that their remote monitoring system was indicating a possible product performance issue. The patient went to the emergency room and the device was interrogated; however, no alerts were noted. A memory download was performed and sent to boston scientific technical services (ts) for engineering review. Data analysis was unable to determine the reason for the alert from the remote monitoring system and verified that the device was operating normally. No adverse patient effects were reported.